Event description:
It was reported that the lead was explanted when repositioning was unsuccessful due to dislodgement.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.